Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced flow rate issues when using the buretrol system during testing. The pediatric staff programmed the pump to run at 100 ml/hr and 300 ml/hr and it was manually calculated (by the staff) that the pump was running at the same rate. Any patient involvement, injury or medical intervention is unknown.